Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 123 mg/dl. During troubleshooting, the customer stated that insulin did not exit the tubing after disconnecting and reconnecting the infusion set and reservoir. She then changed the infusion set and was able to prime without an alarm. The product will not be returned for analysis.